Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Diabetes therapy consultant reported via email that she spoke to the customer and the customer stated she experiences low blood glucose while sleeping and wakes up with blood glucose over 200 mg/dl. The customer stated she does not have symptoms unless blood glucose level is very high. She reported that in (B)(6), she woke up with high blood glucose over 400 mg/dl, took extra insulin and an hour and a half later checked and it was over 500 mg/dl and blood pressure was low and called the neighbor. Customer stated she had some teeth work done and didn't take the antibiotics and thought that might have been the cause along with a possible insulin leak. She also mentioned having neuropathy in bottom feet. The customer complained about changing the batteries every 2 to 3 weeks, sometimes having rainbow effect on screen when outside. No troubleshooting done as the customer would be getting a new insulin pump.